Event description:
It was reported that the right atrial (ra) lead showed far field r-wave (ffrw) oversensing, which was partially resolved with programming from unipolar to bipolar. Possible lead migration was noted. Additional information confirmed there was no obvious migration issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance information was received and analyzed. Analysis of the device memory indicated atrial oversensing. Atrial oversensing (a-sic) was observed in save to disk data. Atrial pacing impedance within range. (B)(4).